Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Based on the returned meter details, the correct serial # of the meter involved in the event occurrence is (B)(6). Section d4 has been updated with this information and the device manufacture date in section h4 has been corrected based on the serial # of the returned meter.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that one of his blood glucose readings was not stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.